Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "feels deflated".

Event description:
Patient reported a left side "feels deflated when lifted up." Also reported bilateral "both got smaller after breastfeeding" which was determined not to be device related. Device remains implanted.